Event description:
A malfunction alarm occurred, and it was noted that the blood glucose level was dropping prior to the incident. However, there was no adverse impact on the blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, but the customer could not complete the reset at the time due to the absence of a charger. The parent or guardian acknowledged the information provided by technical support.